Event description:
Baxter vial-mate adaptors caused coring issue when used on single dose vials; 4 coring incidences reported with zosyn 3.375 vials (apotex corp.) In ns. Three (3) coring incidences reported with zosyn 3.375 vials (fresenius kabi) in ns. One (1) coring incidence reported with vancomycin 1g in ns. These cored vials or bags were inspected and reported by pharmacy techs or floor nurses prior to administration, so none of these cored constituted medications were administered to pts.